Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that a consumer reported it was difficult to recharge and after thorough conversation, the consumer requested that since she had not used the device in quite some time due to difficult recharging, she wanted the device explanted despite the hcp recommending the consumer have a pocket revision done. Troubleshooting included assisting the consumer and her husband with different positions and tips to help the ease of recharging. Actions/interventions noted as reprogramming so that the consumer would not require an extensive amount of recharging. The issue was noted as resolved at the time of the report. Additional information received from the representative reported the cause of the trouble recharging was the pocket was too deep. The representative attempted multiple times changing programs, but the consumer did not get sufficient pain relief unless she was in a certain program but it required a lot of energy. The consumer was planning a pocket revision, but decided at the last minute that she wanted an explant. Indication for use included chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.